Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left elbow vein with a 4f non-bsc introducer sheath. The 90% stenosed target lesion was located in a shunt in the mildly calcified and moderately tortuous left forearm vein. After a non-bsc guide wire crossed the lesion, a 5.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, upon the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a non-bsc balloon catheter in which the balloon was inflated at 18 atmospheres. No patient complications were reported.